Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. These offset coil winds likely contributed to the reported inability to advance the device through the introducer sheath. During functional testing, the pod pc was able to advance through its introducer sheath and a demonstration lantern with resistance due to the offset coil winds on the embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, a podj would not advance from the starting position of the introducer sheath. Therefore, the podj was removed. The procedure was completed using another podj. There was no report of an adverse effect to the patient.